Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient implanted with a matrixmandible recon plate on an unknown date. The plate broke postoperatively and patient underwent revision surgery on an unknown date. Reportedly, there was no extended use or excessive stress by patient.